Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position and press the anvil release button to open. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure the surgeon fired the device with a blue cartridge and it would not open after they removed it from the trocar. The tissue had fallen away after the firing and the device was not stuck on tissue, they could not open it to reload for the next firing. They were unable to use it and used a second device to complete the procedure. There was no patient consequence reported.